Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting false positive sars result. Customer communicated they tested themselves two times with the same positive result and the result was confirmed negative by pcr. (2nd report of 2 results).